Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 7279702. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8041925.

Event description:
It was reported the patient experienced ineffective stimulation and the therapy strength is decreasing on its own . X-rays indicated the lead was fractured. Surgical intervention may occur to address the issue. The investigation did not determine which lead had fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction b1: adverse event and product problem should have been checked instead of adverse event. Correction: h6 2388 - inadequate pain relief and 1924 - failure of implant should have been selected instead of just 2388 - inadequate pain relief.

Manufacturer narrative:
Correction: h11 should have read: during processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7279702. Instead of: during processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7279702. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8041925.

Event description:
It was reported one of the t12 leads was explanted and replaced to address the issue. The investigation did not determine which lead had fractured.